Manufacturer narrative:
As previously reported, the software issue, which occurred preoperatively during a planning step in the software application, was confirmed to be completely unrelated to the adverse event. Per further software engineering review, the software behavior was indicative of possible memory issues. Although these reports do not indicate unacceptable levels of patient safety concerns, the reviewers agreed that addressing memory-related issues via the next software product release was the appropriate path forward. Software engineering completed the static analysis work on the cranial software code base, and implemented software changes based on engineering review of the potential issues.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Correction: the type of event was inadvertently marked as a malfunction on the initial 3500a. The correct value is provided with this submission. A medtronic representative spoke to one of the neurosurgeons at the site who attended the case. The surgeon told him that the patient died of an air embolus and that medtronic navigation equipment did not contribute to the death in any way.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient weight was unavailable. The patient death occurred on the event date. A medtronic representative later clarified that the system became unresponsive (red status) when the surgeon was trying to create a plan using the tracer probe (lot unknown) with axiem. This occurred within the navigation page of the software. The navigation screen showed red status and was not being tracked. They tried a new tracer probe (lot unknown) and re-seated all instrument cables to the axiem box but continued to experience red status. They restarted the system and were able to track instruments as expected. The patient health concerns occurred after this incident. At this point, it is unclear what caused the patient death. Although the alleged malfunction was unconfirmed to be related to the patient death, medtronic navigation is filing this MDR to ensure visibility to patient adverse event during the planning of a procedure that utilized a medtronic navigation device. There is no allegation to suggest that a medtronic navigation device caused or contributed to the reported event.

Event description:
A medtronic representative reported that the system became unresponsive while the surgeon was using cranial software to plan a trajectory for a cranial shunt. No additional context of troubleshooting performed or description of how system became unresponsive was provided. The patient experienced health concerns in the or while the s7 was being used for planning. The shunt procedure had not begun when the patient experienced these health concerns. It was later reported that the patient died and that the cause of death was unclear. Although the alleged malfunction was unconfirmed to be related to the patient death, medtronic navigation is filing this MDR to ensure visibility to patient adverse event during the planning of a procedure that utilized a medtronic navigation device. There is no allegation to suggest that a medtronic navigation device caused or contributed to the reported event.